Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample is received with inner blister, outer blister and cover foil showing the lot information. The sample shows no macroscopic signs of damage. The sample shows no signs of surgery residues and is returned in a closed status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was noticed that the forceps get stuck in a closed status. The forceps only can get open again by pushing the shaft manually down. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customers complaint is confirmed. The root cause cannot be identified conclusively because the sample has pass the 100% inspection. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery an ophthalmic forceps exhibited failure of the tip. The tip of the forceps was hard to open and close from the time it was opened. The surgery was completed after replacing it with another one. There was no patient harm.